Event description:
It was reported that "the trigger and jaws stop working while clipping the gallbladder wall".

Manufacturer narrative:
I will file a supplemental report when our investigation is completed.